Event description:
It was reported that during the procedure the ultrasonic scalpel "didn't work properly." The device was returned with a detached metal arm. No patient injury was reported by the user facility.

Manufacturer narrative:
Multiple attempts were made to obtain additional information such as procedure date and procedure information but no additional information was provided. A visual inspection of the returned device revealed that the teflon pad had an indention and the arm was detached from the distal tip. There was no visible damage to the hinges of the pad/arm subassembly. The indentation in the pad typically results from the activated blade making contact with the teflon pad without tissue between the closed jaws. This indicates that the jaw was initially attached and functions as intended during clinical use. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.